Manufacturer narrative:
-Upon reception, the returned smarttouch tablet was tested, and the reported behaviors were confirmed, as bluetooth communication was not available with the printer. - in-depth analysis revealed that the bluetooth adapter was unexpectedly deactivated, which led to the observed difficulties to use ble communication with a printer. This could also explained the displayed error message. - it should be noted that a correction of this software issue has been implemented in smartview 3.14. - the subject smarttouch tablet will follow the repair workflow (including an installation of smartview 3.14) and will be sent back to the field.

Event description:
Reportedly, an error occurs, indicating an issue during program initialization, when starting the smarttouch tablet. Since (B)(6) the issue occurred sporadically, but became more frequent with the time and also occurred during switching between the tabs. Additionally to that, the smarttouch tablet cannot be connected to the ble printer anymore.

Event description:
Reportedly, an error occurs, indicating an issue during program initialization, when starting the smarttouch tablet. Since 25 october the issue occurred sporadically, but became more frequent with the time and also occurred during switching between the tabs. Additionally to that, the smarttouch tablet cannot be connected to the ble printer anymore.